Event description:
It was reported that post stenting procedure using a femoral artery access approach for the procedure of the moderately calcified, mildly tortous, 80% stenosed, de novo, mid right coronary artery (rca) successful predilatation with a semi-compliant unspecified balloon catheter, and post-dilatation with a regular non-compliant unspecified balloon catheter was performed. The 2.75 x 23 mm xience xpedition stent was implanted without reported issue. It was noted that shortly after the stenting the patient had sudden severe spasm followed by ventricular tachycardia and died in the cath lab suite. The physician suspected that it may have been an allergic reaction/hypersensitivity with the stent drug or stent polymer. The specific cause of death was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, the reported patient effects of death, hypersensitivity, ventricular tachycardia, and vasoconstriction, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient adverse effects that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.